Event description:
Customer reported that they noticed an increase in recurrent pneumothorax and they believe it may be attributed to the chest drain. There were no specific pt details provided or specific prod lot numbers.

Manufacturer narrative:
We are awaiting add'l details regarding the incident and will submit a f/u report once the eval is completed. Related MFR: 1219977-2015-00070.